Manufacturer narrative:
(B)(4). Date sent: 12/11/2025. D4: batch #515d26. Updated data: expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the closing trigger open, the anvil in closed position, and with a gst60w reload loaded on the device. The reload was received fully fired. The manual override door was out of position, and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted that after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The knife was noted to be advanced, causing the jaws not to open as expected. An attempt was made to reset and test the bailout system, but the override function did not respond as expected. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components, and an extra component (encoder gear) was found obstructing the drive bar path and bending the bulkhead shroud. The damage to the device is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 515d26, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/04/2025. Corrected data: d1, d4 (catalog, lot, UDI).

Manufacturer narrative:
(B)(4). Date sent: 12/18/2025 d4: batch #unk updated data: h6 (medical device problem code) additional information was requested, and the following was obtained: through a discussion with the local sales team, it was confirmed that this device was unable to be opened by the surgeon. The device was locked on stomach tissue. The surgeon had to use a harmonic device to cut the device out to remove from the patient. The surgeon then used another stapler to re-staple the area where the original stapler was cut out. The post-operative care of the patient was not altered as the result of these difficulties. The patient is doing well.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2025 b3: only event year known: 2025 d4: batch # unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a roux-en-y procedure, the surgeon used an ech60s with a white reload and attempted to fire on tissue. The knife blade appeared to return to the home position, and a noise was heard, but the jaws did not open. The surgeon tried troubleshooting by flipping the battery and using the manual override, which seemed to home the knife blade, but the jaws remained closed. Even after forcing the handle open, the jaws would not release, so the surgeon switched to a new device and completed the case successfully. There were no patient consequences nor surgical delay reported. No additional information provided.